Event description:
During a drug eluting stenting treatment procedure, crossing difficulties were encountered and the stent dislodged from the delivery system. After introducing the taxus express2 8.8% 2.75mm x 16mm drug eluting stent into the pt, the physician was unable to cross the predilated lesion. Upon attempting to withdraw the stent back to the mouth of the guide catheter, the stent dislodged from the delivery system. The physician then used a microsnare to successfully remove the stent from the pt. The pt's condition is reported to be stable. The pt returned to the cath lab the next day for a repeat angioplasty. No other pt injuries or complications were reported.